Manufacturer narrative:
The additional prostyle device referenced is filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 10f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, resistance was noted during insertion and the sheath got kinked with two prostyle devices that were attempted. The sutures of two new prostyle device were successfully pre-placed. The tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.